Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective device upgrade, the lead started twirling out of the sleeve due to twiddlers syndrome. The lead was capped and replaced without difficulty on (B)(6) 2016. The patient was stable after the surgery.